Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device product code: jow. The device history record (DHR) for the vp500 vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the vp500 vasopress pump performed by zimmer biomet surgical on october 02, 2019 revealed that the alarm failed on low side. Additional product evaluation was performed by zimmer biomet surgical on november 25, 2019 since the original evaluation performed on october 02, 2019 did not provide the exact failure observed during evaluation is unclear. Product review performed on november 25, 2019 revealed that the device power cord was cut exposing wires and housing had scratches. Repair of the vp500 vasopress pump was not performed due to the device being scrapped after product evaluation. The reported event "the device was broken" was confirmed since product review performed on november 25, 2019 revealed that the device power cord was cut exposing wires. A definitive root cause of the broken device could not be determined with the provided information since cause for power cord issue is unknown. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). Patient impact was requested but not provided by the customer. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was broken. During investigation of the device, it was discovered that there are frayed and exposed wires on the unit. No adverse events were reported as a result of this malfunction.